Manufacturer narrative:
This report is for one (1) unknown lateral plate. Part and lot number is unknown. Without a valid part and lot number, UDI is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal tibia hardware removal was performed so that the surgeon could perform a "knee scope" on (B)(6) 2017. The date of the original tibia fracture repair is unknown. Subsequently, the patient complained of prominence of the implant site. Removed hardware included one lateral plate and an unknown number of screws, all intact. Once the hardware was removed, the surgeon performed a ¿knee scope¿ (arthroscopy) during the procedure in lieu of magnetic resonance imaging (MRI) -for an unknown reason. There was no reported surgical delay. The procedure was completed successfully with the patient in stable condition. This report is for one (1) unknown lateral plate. This is report 1 of 2 for complaint (B)(4).